Manufacturer narrative:
(B)(4). Date sent: 02/24/2021. D4: batch # u5dd6c. H6: component code = mechanical (g04) & others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with an ecr45g reload loaded on the device. The reload was received fully fired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. It should be noted that product failure is multifactorial. The damage to the actuator post has been correlated to a manufacturing process. No damaged on the closing trigger was noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information: product code of concomitant product: from gst45g to ecr45g. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a semi-open pneumonectomy, the device functioned spontaneously although it was not touched after the cartridge was loaded into the jaw. The jaws could be opened. The closing lever was stiff to pull. The device was used on the bronchial tub. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.